Event description:
Syringe used to draw from grauchon line was placed in small sharps box in home health bag. Needle reportedly went through bottom of container and then through the home health bag. Nurse stuck in thigh when needle brushed against her while carring bag.